Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had open book image error. The customer¿s blood glucose level was 150 mg/dl. The customer reported crack on the battery chamber. Customer reports they received the open book image on the pump screen. The insulin pump was exposed to moisture. Customer was advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.